Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The patient reported that the stimulator was working fine. It seemed difficult and took too long to charge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare professional of the clinical study reported the stimulator was unable to recharge and the patient had a loss of pain relief in lower extremities due to inability to utilize the stimulator.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The healthcare professional of the clinical study reported the patient had charging issues. The patient's stimulator would not hold a charge and took four hours to charge. The device would turn on/off independently and intermittently with changes in their position. The device was discharged. The stimulator quit working (B)(6) 2015. Intervention included re-educating the patient on recharging schedule. The healthcare professional indicated they needed to charge more often but for shorter intervals. The device was reprogrammed and the amplitude draw was reduced by reducing their programs from two to one. The etiology was noted as related to the device or therapy and not related to the implant procedure. More specifically the etiology was related to the recharge process and patient non-compliance. The patient was only charging every other week. The event was still considered ongoing. Patient indication for use is non-malignant pain.